Event description:
Boston scientific received information that the chronic right atrial (ra) lead exhibited an impedance measurement of less than 100 ohms along with no sensing and no pacing. When the voltage was increased, noise was also seen. Insulation damage was suspected thus the device was reprogrammed vvi. Approximately nine and a half years later during the device replacement procedure for normally battery depletion, the ra lead was surgically abandoned due to the low out of range impedance measurements and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.